Manufacturer narrative:
Additional information: the reported events of ¿high pacing lead impedance and high pacing threshold¿ were confirmed. As received, a partial lead was returned in two pieces. Visual examination found the ring electrode was covered with calcification/fibrosis. The cause of the reported events was isolated to the calcification/fibrosis found at the ring electrode region. Other damages found were consistent with procedural damages. Electrical tests did not find discontinuities or shorts on any conduction paths.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the lead had high pacing impedance and pacing threshold which had been rising steadily over the last 4 months. The lead was explanted and replaced. The patient remained stable and has been discharged.